Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected atrial fibrillation (af) episodes that exhibited undersensing of premature ventricular contractions (pvc) and possible bigeminy. The icm remains in use. No patient complications have been reported as a result of this event.